Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was returned. The investigation is unconfirmed for a balloon rupture, as the balloon was able to be inflated and deflated with no issues. The investigation is confirmed for unraveled fibers, as two fiber strands were unraveled. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon ruptured during an inflation in the left upper arm (atm unk). The catheter was retracted without incident. Another balloon was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time